Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted the patient developed mild corneal guttate. Additional information was requested.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the report of mild corneal guttae; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Review of clinical data collected during compass clinical trial showed that subject (B)(6) was (B)(6) of age at the time of cataract surgery, with a relatively low baseline endothelial cell density of 1547.5 cells/mm2. Cataract surgery and device implantation were performed uneventfully and the device was optimally positioned. Iop was well controlled without use of ocular hypotensive medication and device positioning remained optimal throughout the study. Endothelial cell loss, however, increased from 18.9% at 3 months to 27.6% at 6 months, 44.4 at 12 months and 60.4% at 24 months. At approximately 35 months postoperatively, no additional endothelial cell loss was observed; however, mild temporal guttae was noted on the slit lamp examination. Possible root cause for this event is considered to be the patient's relatively low preoperative endothelial cell density, which is known to be associated with onset of postoperative corneal dystrophy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is no longer considered an adverse event and the regulatory reports associated with this reported device need to be cancelled. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient has guttate in the other eye, and the chart shows the guttate not being near the device. The surgeon reports that it is not related to the implanted device.